Event description:
Crew was called for a man with difficulty breathing. Dispatcher advised enroute that CPR was being performed. Rhythm on monitor noted to be v-fib. Crew started to charge paddles; no charge occurred. Monitor shut off and turned back on. V-fib confirmed again. Charge attempted second time without success. Backup battery installed and charged without a problem. The rest of call, the monitor and batteries had no problems, although pt did not recover.